Event description:
A malfunction alarm was reported, with the code indicating an issue that was resettable. The customer experienced unknown levels of impact on their blood glucose as they declined to answer whether their levels exceeded 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in successfully resetting it, after which the same malfunction did not recur.